Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced display anomaly. Customer reports that text on display screen on new insulin pump was a lot lighter than previous insulin pump. Customer states that at times, it seems like text fades and difficult to read except when backlight was turned on. Customer would try to get used to new insulin pump. Customer's blood glucose was 136 mg/dl. Customer was advised to call back is display got worse.